Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7124067. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing a wound issue for one of the leads that is not healing. No further information has been obtained despite good faith efforts.